Event description:
Facility reported: pt had dialyzed on 8/6/96 afternoon and was admitted on 8/7/96 early am in the hosp with diagnostic of hemolysis. Dialysis believed to be the cause of hemolysis. No kinks were noted on #3 15ga needles and bfr400cc/min used.